Manufacturer narrative:
H3, h6: the navio handpiece part number 110137, sn (B)(6) intended for treatment was returned for evaluation. The reported problem was confirmed. The snaplock is missing parts. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to the snap lock is damaged. No additional functional non-conformances were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a mechanical component failure of the snap lock nut. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that before a navio tka procedure, the handpiece's snap lock became dismantled. It was swapped for its backup to continue the procedure without delays. No other complications were reported.